Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event cannot be determined. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The user remains ongoing on their twiist pump. The current version of the twiist aid system user guide provides information regarding potential causes of hyperglycemia and ways to prevent it. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc on 07-jun-2026 and forwarded to millyard advanced medical products, llc on 08-jun-2026. The user reported that after changing their twiist cassette early in the day on (B)(6) 2026, they noted that their glucose levels started to rise. The user changed their cleo 90 infusion set; however, their glucose values remained in the 400's mg/dl for hours. The user denied any alarms from their twiist automated insulin delivery (aid) system and noted that while utilizing other manufacturer's insulin pumps, they had used infusion sets with steel needle cannulas due to scarring of their tissue. The user reported that they later performed a full supply change (cleo 90 infusion set tubing, infusion site, and twiist cassette), but eventually began to vomit. The user stated that they had not tested for ketones and was advised to contact their health care provider (hcp). After speaking with their hcp, the user administered a manual insulin injection and performed another full supply change, following which, their hyperglycemia began to resolve. The user remains ongoing on their twiist pump.